Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and documentation of the returned device. A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion are noted on all tubes of the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. Testing revealed these were not sites of leakage. Groups of partial separations, indicating contact with unshod instrumentation, are noted on the inlet tube and strain relief of the reservoir. Testing revealed these were not sites of leakage. No functional abnormalities were noted with either cylinders or reservoir. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the serialized exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing broke between pump and cylinder. Additional information indicates the patient could not pump implant.